Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine (5 mg/ml at 1.4317 mg/day) and dilaudid (356 mg/ml at 101.94) via an implantable infusion pump. The indication for use was non-malignant pain and spinal pain. It was reported that the patient had moved and did not have a managing hcp to fill up the pump. The pump had been beeping for about a month due to being empty. The caller requested the pump off code and was assisted with permanently shutting off the pump. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from a healthcare provider (hcp). The patient's weight was provided. No further complications were reported.